Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. The complaint could not be verified as the unit was not working when it was received. Analysis found deterioration of consumable parts such as bearings and motor. Corroded parts were replaced and the unit tested to specification.

Event description:
It was reported that a microdebrider handpiece was working intermittent, getting hot, making strange noises and failing to perform irrigation and the xps console was getting an error code ¿6¿.